Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2013, inratio inr: 1.3 and 2.6. The time between testing was three (3) minutes. Therapeutic range 1.7 - 2.0 for the pt. There was no reported adverse pt sequela. There was no additional information provided.

Manufacturer narrative:
Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Retain strip testing results met both accuracy and prevision criteria. Product performed as expected. Root cause could not be determined from the information provided by the customer. As reviewed on (B)(4) 2013, (B)(4). Due to this low occurrence rate, below the action thresholds monitored for corrective action; no further action is required at this time. This issue will be subject to tracking and trending. There is no corrective action at this time, as no product deficiency was established.